Event description:
Related manufacturer report number: 3006705815-2021-04094. It was reported that the patient¿s leads had high impedance resulting in ineffective stimulation and therapy turning off my itself. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
The reported event of high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo.

Manufacturer narrative:
A4 - patient weight updated.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.